Event description:
It was reported that the user experienced diabetic ketoacidosis while using the ilet system, with the cause of hyperglycemia unclear and no alerts or alarms reported. Symptoms included hyperglycemia consistent with diabetic ketoacidosis. Outcomes included clinical impact associated with an adverse glycemic event. Investigation included collection of event details from the customer and a request for additional information to assess device performance and user therapy context. Investigation of this case revealed no device alerts or alarms, and no device malfunction has been identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.